Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarm 19s with multiple cartridges during the load process. The customer's blood glucose level was 300 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.